Event description:
It was reported that there was an elective replacement indicator was triggered and premature battery depletion on the device. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and the elective replacement indicator (eri) was triggered due to high battery impedance.